Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no physical damage is observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the abbott diabetes care (adc) device. A caller reported receiving an unspecified low scan on the sensor and as a result, became hypoglycemic with a loss of consciousness. The customer had contact with healthcare professional and received glucose for the diagnosis of hypoglycemia. No further information was provided. The caller did not provide readings from the time of the event, and although low sensor readings were reported, it is unknown if the sensor indicated hypoglycemia at the time of the event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted

Event description:
A low reading issue was reported with the abbott diabetes care (adc) device. A caller reported receiving an unspecified low scan on the sensor and as a result, became hypoglycemic with a loss of consciousness. The customer had contact with healthcare professional and received glucose for the diagnosis of hypoglycemia. No further information was provided. The caller did not provide readings from the time of the event, and although low sensor readings were reported, it is unknown if the sensor indicated hypoglycemia at the time of the event. There was no report of death or permanent injury associated with this event.